Event description:
On 12/4: customer reports female pt having a renal mra procedure. Injector protocol set with drip. Technologist stopped the drip mode to initiate the injection protocol, pressed the start button and both a and b side plungers started moving at the same time. The procedure was completed with no further incident. No reported pt injury.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of investigation, a medwatch supplemental report will be submitted.